Event description:
It was reported that there were rising thresholds in the chronic right ventricular (rv) lead. It was also reported that during the lead revision procedure, the initial rv lead attempted stretched at the distal coil as the lead was removed from the introducer sheath. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.